Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and display anomaly. The customer¿s blood glucose level was unknown. The customer reported that the screen was hard to see the screen was trashed and motor error when reservoir was half full. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device was programmed with test mini link and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the value properly on display graph. No unexpected communicated issue noted. Device received with minor scratched lcd window. (B)(4).